Manufacturer narrative:
The customer's complaint that the smoflipid leaked at the pump segment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified .

Event description:
The customer reported the pump segment leaked smoflipid during a neonatal's infusion. The customer tested the set while it was not in the device and was unable to find the exact location of the leak. There was no patient harm.